Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported his blood glucose measured 190 mg/dl when he woke up and he changed the insulin cartridge and infusion set and bolused through the infusion device. He was unable to lower his blood glucose. In the evening, his blood glucose measured "hi" on his blood glucose monitor. His wife drove him to the hospital and his blood glucose measured 621 mg/dl. He was treated with an infusion and released on (B)(6) 2010. On the morning of (B)(6) 2010, his blood glucose measured 280 mg/dl and he changed the insulin cartridge and infusion set and bolused through the infusion device to lower his blood glucose. His normal blood glucose level is 70-160 mg/dl. No further information is available. The infusion device was replaced and requested to be returned for evaluation.